Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2021, on (B)(6) 202 an x-ray found that the legion posterior stabilized high flex highly cross linked polyethylene size 3-4 11mm was out of position. A revision surgery was performed to replace the device. Current health status of the patient is unknown.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device does not confirm the stated failure mode. The returned device has damage among the base, more than likely from insertion and/or any other adverse events. There is also damage along the post likely from abrasive contact with the mating femoral component. A dimensional inspection was attempted, but the device was too damaged from the insertion and/or any other adverse events to obtain accurate measurements. A review of complaint history did not reveal similar events for the listed device. The clinical/medical evaluation concluded that per case details, a revision was performed two days after the tka surgery due to x-ray findings of the insert being found ¿out of position.¿ the patient¿s current health status is unknown and no additional information including x-rays was provided as requested. Without the requested clinically relevant information, the root cause of the reported insert ¿out of position¿ cannot be definitively concluded. The patient impact beyond the reported events and the revision cannot be determined. No further medical assessment can be rendered. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could not be corroborated as the event happened in the field and cannot be recreated. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.